Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. Medical device expiration date: unknown, device manufacture date: unknown. FDA device problem code(s): 1354 FDA patient problem code(s): 2199 investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced poor sleeve function. The following information was provided by the initial reporter: the customer stated "the device is used to perform blood culture and blood sampling. After 4 or 5 tubes, the grey rubber part remains blocked, does not come down, making the patient's blood flow spontaneously."